Manufacturer narrative:
Physio-control replaced the transfer relay assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device after having administered two defibrillation shocks to a patient, was charged for a third defibrillation shock, but failed to administer the shock. A back-up device was used to administer another shock to the patient. There was patient use associated with the reported event however, no information about the patient outcome was provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this even to the FDA as provided by 21 cfr 803.56.